Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Abutment screw was stripped and abutment was fractured at connection; due to this damage the implant had to be removed as the internal portion of the implant was damaged as well. They originally noticed problems in (B)(6) 2024 per pt records of the abutment crown falling off and screw stuck in the implant but we were not notified until now. The damaged was realized then in (B)(6) 2025 and implant was then explanted (B)(6) 2025.